Manufacturer narrative:
(B)(4); device eval is in process.

Event description:
Procedure: gastrectomy. According to the reporter: the clips did not form a "b". The jaws could be clamped completely, but could not be fired properly. The handle was changed, and the same problem occurred. Another device was applied successfully. Surgery time extension was reported as more than 30 mins. Staples fell into the cavity and were retrieved.